Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 and 4 not opening. A field service engineer (fse) replaced the controller for drawer 3 and 4, but the power failed to turn on. Fse then replaced the drawer controller for drawer 3 and configured both drawers back into the system to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the drawer failed to open when the user attempted to issue nitrofurantn 100mg. The user stated that drawers 03 and 04 displayed yellow indicators and did not open when the locate button was pressed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.